Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 33/7/2/100 equalizer balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good post-procedure.